Event description:
Per the audiologist's report, this pt has a mondini malformation with an open cavity. The pt reportedly used the implant system successfully for several yrs. In 2006 it was reported that the pt's threshold and comfort levels increased and that the pt reported having heard no sound for six months. Results of integrity testing were consistent with normal device function. Cochlear recommended reprogramming the device. The surgeon explanted the device in 2006 and reimplanted a new one on the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.